Manufacturer narrative:
We received one 746f8 catheter tray partially opened but with the catheter tip still in the cal cup for examination. In-vitro calibration was performed as received and the catheter failed calibration. An x-ray was taken of the catheter tip and cal cup area inside of the tray. The x-ray revealed that the tip of the catheter was fully seated inside of the cal cup. The catheter was removed from the tray and cal cup and tray. Examination of the catheter found a white substance to be covering the optic fibers at the catheter tip. In-vitro- calibration was again performed and the catheter passed in-vitro calibration. No visible damage was observed from the catheter body and returned syringe. The following elements were present in the unknown white substance: iron, chromium manganese, aluminum, silicon, calcium, barium, chloride, bromide, sulfur, potassium, magnesium, and sodium. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the catheter would not calibrate in-vitro. No patient complications were reported.